Event description:
It was reported that the pt was hospitalized with hypoglycemia.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. Upon discharge, the pt received written instruction from a doctor to change basal insulin rates. In addition, the pt visited an endocrinologist to help her manage her diabetes. No conclusions can be made at this time.